Event description:
Found that the IV fluids were "leaking" upon further investigation they found that the clear "tail" between the hub and the IV connection (the one with the writing on it) had split vertically.

Manufacturer narrative:
A review of the DHR and inspection records could not be conducted since a lot number was not provided. One opened catheter was returned for review. The catheter was disconnected from the extension line and was tested with a colored water filled syringe. Bubbles appeared along the silicone extension between the hub and the oval disc. Examination of the area under magnification confirmed a slit in the silicone which would result in leakage. The most probable cause for the damage to the catheter was most likely related to the user environment and not a manufacturing error. There have been no other complaints regarding this issue with this part number. Since the reported issue was most likely related to the user environment and not a manufacturing error, no corrective action will be taken at this time. Argon will continue to monitor for issues of this nature in the future.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
Found that the IV fluids were "leaking" upon further investigation they found that the clear "tail" between the hub and the IV connection (the one with the writing on it) had split vertically.